Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was educated by technical support about the reset being a safety feature and instructed on necessary steps such as restarting cgm sessions and reloading the cartridge. The customer understood and successfully resumed insulin delivery without any further issues.